Event description:
The clinician reported over 5 months after the dental implant was placed in ada site 3 in the patient's mouth, the implant did not integrate in type ii bone. The clinician noted the patient's peri-implantitis, inflammation and implant mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.